Event description:
A valiant thoracic stent graft was implanted for the endovascular treatment of a thoracic aortic ascending and descending dissection. An elephant trunk was done with debranching of great vessels prior to stent graft implantation. The diameter of the aorta proximal thoracic aorta at implant was 36 mm, the vessel tortuosity in the thoracic aorta at implant was minimal, the vessel calcification in the thoracic aorta at implant was none, the vessel calcification or tortuosity in other vessels at implant was minimal. The size of the thoracic aortic aneurysm at implant was reported to be 58 x 61 mm. The patient has a connective tissue disorder and the thoracic aorta was conical in shape. The thoracic aorta proximally was 36 and distally the thoracic aorta was 33 mm in diameter. It was reported that approximately three months post implant, the patient developed severe back pain and arrived in the ER. Cta showed a distal descending dissection starting at the distal end of the implanted stent graft. This was treated with a valiant stent graft that was implanted distally and bridged with the other implanted valiant device. The CT revealed that currently the thoracic aortic aneurysm is 4.4 cm in diameter. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of returned films pre-implant revealed that there was a type a dissection that extends to the aortic valve, as well as a type b dissection in the aortic arch. No dissection was seen in the descending thoracic or abdominal aorta. Films from 3-months post-implant showed that the stent graft was positioned in the descending thoracic aorta. A type b dissection is seen beginning near the distal end of the stent graft, and extending to just proximal to the celiac artery. No stent graft issues were seen. The cause could not be determined; may be patient related.

Manufacturer narrative:
(B)(4). Method: film. Results: unknown cause of event. Dissection. Pre-existing condition; pre-op type a and type b dissection. Treating a pre-op dissection. Conclusion: unknown cause of event. Dissection. Pre-existing condition; pre-op type a and type b dissection. Treating a pre-op dissection.